Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complain litigation alleges that after his surgery, the patient began to experience severe pain in his hip. This condition has not dissipated with time. Update may 31, 2017: legal medical records received. After review of the medical records for the MDR reportability, revision notes noted a significant thickening of the anterior capsule and had a grayish tinge from metallosis and synovial fluid as well. There were no loosening of the prosthesis, however there was a tremendous amount of metallosis and cheesy- like material. A significant amount of osteolysis was also noted. It was noted there was a fair amount of bone loss due to the osteolysis. This complaint was updated on jun 9, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.